Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection 2 grams stat and repeat every fifth day (route and duration not reported) and amikacin injection 1 gram stat and 500 milligrams once daily (route and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.